Manufacturer narrative:
H2) additional information in section e. H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. H3, h6) the product ID: 9736197, lot: unknown, was returned to the manufacturer for analysis. As reported, the universal serial bus (usb) cable had been pulled at the keyboard, exposing the internal wires, but no bare conductors. Otherwise, the keyboard was found to be fully functional when connected to a known good computer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had a damaged keyboard with exposed wires. No patient was present.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9736197. H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.